Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of aseptic (non-infected) femoral loosening possibly due to patient-related conditions and an insufficient bond between the femoral component and the bone, which likely contributed to the patient¿s pain. However, this cannot be confirmed as the device(s) were not returned for evaluation and operative notes were not provided. The tibial insert was revised but the image provided did not show signs of wear or other damage.

Manufacturer narrative:
Corrected b2, b3, d4, d10, g2, g4, h6: clinical codes, medical device problem code and component code. Updated b5.

Event description:
It was reported that approximately 60 months after a right knee total replacement procedure, the patient has experienced prosthesis wear, chronic pain and swelling. Post operative report was provided. Intraoperatively, the surgeon observed polyethylene synovitis, scar tissue and wear of the patella button, wear of the polyethylene insert, lysis around the lateral condyle. No further issues or complications were reported. No other patient information/medical history reported.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04741. This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of aseptic (non-infected) femoral loosening possibly due to patient-related conditions and an insufficient bond between the femoral component and the bone, which likely contributed to the patient¿s pain. However, this cannot be confirmed as the device(s) were not returned for evaluation and operative notes were not provided. The tibial insert was revised but the image provided did not show signs of wear or other damage. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): concomitants: 5382973 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t 5486778 200-07-29 - advanced patella 29m 3 peg implant 5025458 02-022-35-4010 - truliant tib imp ps insert sz 4 10mm.

Event description:
As reported, approximately 5 years post op initial right tka, this 73 y/o female patient was revised due to a loose femur and recalled poly. Patient had complained of pain. Due to recall surgeon is using competitor for revision. Patient was last known to be in stable condition following the event . No other patient information/medical history reported. X-ray & photo attached. Product not returning. Due to recall hospital will not release.